Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a right total hip arthroplasty on (B)(6) 2008. It is further alleged that the patient was revised on (B)(6) 2010 due to ongoing pain and suspected loose acetabulum.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a trident 54mm acetabular shell.the information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).